Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 failed and required maintenance. The field service engineer found that the drawer 6 was not registering close, replaced the previously missed inseparable magnet in the drawer, secured the connections and tested the system to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 6 was failed and required maintenance. Customer tried to reboot and recover, but the issue persisted. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient, but there was a medication delay since the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.